Manufacturer narrative:
The customer did not return samples for investigation testing. A replacement hand held scanner was sent to the customer.

Event description:
Customer reported a mis-scanning of a donor unit by the galileo's hand held scanner. This problem has happened approximately 4 times.